Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during gastroentero anastomosis on a laparoscopic bariatric bypass, the device was able to fire, but when there was an incomplete staple line at the distal. They changed device to complete the case. There was no patient injury.